Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Aging deterioration may have caused the defect because over 10 years have passed since the device was manufactured. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. According to the evaluation, the following was found. Olympus repair center could reproduce the reported phenomenon. The lamp did not light up due to the low voltage of the power supply unit. The front panel, filter wheel, lens holder, and power plug were broken. The base plate, rear panel, and front panel were bent. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Before a procedure, the user found that the main lamp of the device did not light and switched to an emergency light. The user replaced the main lamp with another one, however, the issue could not be resolved. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.